Manufacturer narrative:
The manufacturer's service representative instructed the customer over the phone to calibrate the instrument and set the verification point. The customer will contact the bio-med engineer for further troubleshooting assistance. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported trouble with the performance accuracy of setting the verification point on the instatrak 3500 system and that an error message stating that the instrument had to be calibrated before setting the verification point displayed. No patient injury was reported.